Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report# 1627487-2018-10658. It was reported that the ipg was rotating in the pocket (reference MFR report#1627487-2018-11308) which caused the leads to be fractured. As a result, surgical intervention was undertaken wherein the leads were explanted and replaced on (B)(6) 2018. Stimulation was restored post-operatively.